Manufacturer narrative:
(B)(4) date sent to the FDA: 5/26/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qcmdrt, and no non-conformances related to the reported complaint condition were identified. The product was returned for evaluation. Visual inspection was conducted on the returned device. During the visual inspection of the sample, an unused needle/suture piece of the product code j317 was received for evaluation. The strand was observed broken due to stress applied and no marks by use or surgical instrument were observed, the other section of suture was not received. The damaged suture defect has been correlated to the manufacturing process. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch.

Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: what was used to complete the procedure? No further information is available. What tissue was being approximated or sutured when it broke? No further information is available. Lot number? No further information is available. Procedure name? No further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.